Event description:
Pt implanted in 1999 in upper vermilion border. Onset of extrusion and infection in perioral 7/16/1999. Pt treated 7/16/1999 and 7/28/1999 with augmentin. Site incised and drained 7/28/1999. Implant explanted in 1999.